Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 16cm from the distal tip. The catheter appears to have ruptured during contrast delivery due to over-pressurization as a result of an undetermined kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The ultraflow IFU (instruction for use) includes instructions designed to prevent rupture, specifically a warning: when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded.catheter rupture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the injection of iodine contrast, it was reported that a leak was observed at the distal junction of the catheter. No patient injury was reported as a result of the procedure.